Event description:
The following info was reported. Two pledgeted braided purse string sutures were placed in the distal ascending aorta at the intended aortic cannulation site. The direct flow cannula was inserted into the aorta without difficulty. The endoclamp was inserted through the side arm of the aortic cannula and advanced into the ascending aorta. Cardiopulmonary bypass was initiated. The eac balloon was inflated to a pressure of 350mmhg and antegrade cardioplegia was administered. Since full cardiac arrest was not achieved, it was assumed that the balloon was nonocclusive and an add'l 2cc of dilute contrast was injected into the balloon. Balloon pressure increased to 390mmhg and the heart arrested with further dosing of antegrade cardioplegia. Within several minutes, the balloon pressure had dropped to 340 with resumption cardiac activity. An add'l 2cc of volume was added to the balloon and the balloon pressure again increased to 390mmhg. Within two minutes, the balloon pressure dropped again to approx 240mmhg. The assumption was made that there was a leak in the balloon. The perfusionist was instructed to add volume as needed to the balloon to keep the balloon pressure above 350mmhg. Cardiac arrest was maintained and the three distal anastomoses were completed without further problems. Just as the third anastomosis was completed, the aortic root pressure and the mean arterial pressure equalized and the balloon was no longer visible on tee. When the eac was removed, a sizable tear was seen in the balloon. The eac was later discarded. A side-biting external clamp was applied to the ascending aorta and the two proximal anastomosis was completed. The directflow cannula was removed as tension was pulled on the two purse string sutures. As dr was finger tying his second throw of the knot on the first purse string, the suture ripped through the aorta. The tear enlarged during an unsuccessful attempt to repair the hole with prolene suture. Blood was returned to the pt from the cardiotomy sucker to the venous drainage cannula. A transverse sternotomy was performed. Over the next few hours, the aorta was repaired and the operation was completed. The pt recovered fully. Dr stated that there was a slight leak at the cannulation site before decannulation. He cannot rule out that he overinflated the eac balloon, causing a slight tear at the cannulation site. The clinically significant tear resulted when he pulled tension on his purse string suture.